Event description:
It was initially reported that the 9600 system experienced a bad iris pot error message. Upon arrival, it was also noted that the system would not boot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the s-ram and chip u20. Components replaced and system tests completed. The system was found to be working as intended and placed back into service.